Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Device not explanted.

Event description:
It was reported via an ae form for the (B)(6) clinical study that upon inserting the #10 rasp, the surgeon noticed there was a small hairline fracture along the posterior aspect of the proximal femur. A 2mm dall-miles cable was used.

Manufacturer narrative:
An event regarding intraop fracture involving an unknown instrument rasp was reported. The event was confirmed. Medical records received and evaluation: although the intraoperative fracture was confirmed during the medical review, there is no evidence this common intraoperative finding was the result of factors of faulty component design, manufacturing or materials. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. In this case, additional information including x-rays, post-operative follow-up, and clinical or past medical history are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
It was reported via an ae form for the sfa clinical study that upon inserting the #10 rasp, the surgeon noticed there was a small hairline fracture along the posterior aspect of the proximal femur. A 2mm dall-miles cable was used.